Event description:
Pt with a dx of chronic pelvic pain and dysmenorrhea had elective outpt diagnostic laproscopy. Upon closing the fascia of incision (2 cm above symphysis pubis) with suture, the suture needle broke off, with more than half of the needle left in the pt's abdomen. (The surgeon retrieved the needle, getting stuck by the needle while doing so. He was seen in the hospital's emergency room.) No injury to pt who went to recovery room in stable condition. Note: pt #2 refers to surgeon's needlestick.